Manufacturer narrative:
Although requested, patient demographics (a.1-a.4) were not provided. The customer¿s complaint that the male luer broke was confirmed. Visual inspection observed that the male luer end tip was broken off and the tip was lodged within the non-bd extension set valve port. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. No functional testing was performed due to the obvious damage. The root cause of the observed breakage was not identified, however the whitish stress markings on each side of the broken luer tips, which is likely evidence of excess force being applied .

Event description:
It was reported that the tubing set male luer broke.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set male luer broke.